Event description:
Boston scientific received information that during a routine pulse generator change out procedure the right atrial (ra) and right ventricular (rv) leads were unable to be removed from the device header. All four set screws were reported to have been stuck. Both leads were cut and capped. The device is to be returned for analysis. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the device was thoroughly inspected and analyzed. Two lead tips were still in the device ports. The set screws were in the retracted position. The header was separated from the device. The device header was disassembled and both the inner and outer seals were inspected. Evidence of silicone to silicone bonding was found on the inner seals. All setscrew capture washers were distended. Laboratory analysis was able to confirm the reported clinical observations.

Manufacturer narrative:
As of today, the device has not been returned. Should additional information become available, this report will be updated.

Event description:
The device has been returned for analysis.